Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit on (B)(6) 2024. There was no patient or provider safety impact. Currently, the source of the leak has not been identified, but conservatively, this will be reported.

Manufacturer narrative:
The device was unable to be evaluated on-site by field service. Complainant device evaluation was performed by distributor and they indicated that they considered the leaking from the unit tubing, but did not identify the true source of leaking. Water coolant was found under the lower module and found that the chiller tube. Based on the information available and no adverse event patient injury was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained. Dksh technology limited phone (e1): (B)(6).